Event description:
The patient's head was placed in the mayfield with pins following intubation. During the surgery, the patient's anesthesia was changed from laryngeal mask airway (lma) to monitored anesthesia care (mac) for an awake craniotomy. Upon waking up the patient, the patient moved and the mayfield came apart. There was no injury to the patient. The mayfield was removed from the field and the head placed on a horseshoe rest.